Event description:
Reported false negative sars result. Unknown if the patient was symptomatic. Unknown if the result was confirmed. Confirmation method not provided

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.